Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the tubing connected to the inlet port of the centrifugal pump became disconnected. There was no patient involvement, the centrifugal pump was re-inserted back into the tubing set and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more information becomes available. (B)(4).